Event description:
The complaint reports an impactor handle, ed-07827, didn't work during surgery. The surgery was able to be completed successfully with a backup device with a 15 minute delay but no impact was reported to the outcome of the procedure.

Manufacturer narrative:
The complaint reports an impactor handle, ed-07827, didn't work during surgery. The surgery was able to be completed successfully with a backup device with a 15 minute delay but no impact was reported to the outcome of the procedure. The handle was returned for investigation and had a missing screw. The handle was disassembled and the internal mechanism was intact with smooth motion and no jamming. No other damage was detected. The cause of the incident is determined to be the missing screw. This occurrence has been reported with the impactor handle assembly ed-07827 previously and is being monitored. A design change was implemented removing the screws from the device to prevent this failure mode.